Event description:
A report was received that the patient's pocket site was too big and the battery was flipping around in the pocket site. The patient underwent revision wherein the battery was replaced due to ipg was not holding its charge. The patient was doing well following the procedure.

Manufacturer narrative:
Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge per day with the stimulation turned off, which is within the typical ipg battery depletion rate. Review of the charge profile revealed that during the last charge cycle, the patient had difficulty charging. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed.